Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with the egm (electrogram). Verified that egms in current egm and in nst episodes are identical. Likely pointing to a lead integrity issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device recorded six electrograms that were identical. The device remains in use. It was also reported that the right ventricular (rv) lead measured varying impedance including high levels and exhibited high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 98.96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the lead exhibited chronic low r-waves and spikes in impedances. The lead was partially removed and replaced. The device was later explanted and replaced for recommended replacement time (rrt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.